Event description:
A nurse reported that during surgery, the surgeon noted that the system was not aspirating as expected. The system was exchanged, and the surgery was completed after a delay of five minutes. There was no harm to the patient reported.

Manufacturer narrative:
The company representative examined the system and when he turned on the system, it displayed a system message indicating - "air/fluid module: vit, frag, vacuum, scissors and vfi are not available". The company representative replaced the air/fluid (a/f) controller printed circuit board (pcb) and the pressure vacuum manifold. Preventive maintenance was also performed. No samples were returned for evaluation. The customer reported event of low aspiration was not confirmed. A review of complaints for the last 24 months did indicate one similar report for this system. The root cause cannot be determined conclusively. (B)(4).